Manufacturer narrative:
Occupation is patient/consumer. The meter was requested to be returned for investigation.

Event description:
We received an allegation of a display issue with a coaguchek vantus meter. The customer stated that he meter sounds like it turns on, but cannot see anything on the display. Customer is unable to see the menu or anything on the screen because it is black. Customer changed batteries three times due to the issue, but issue persists.

Manufacturer narrative:
The meter was received for investigation. Sections d9 and h3 were updated. The device was turned on and the display remained black. There was no backlight. The circuit board was tested for damage or contamination. The battery compartment and printed circuit board were contaminated by liquid (leaked battery) which damaged the flex cable to the display and corroded the contacts (handling error). This caused an issue with the backlight and made the display unreadable. The investigation determined the issue was caused by a customer maintenance issue.